Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to calcification. Subsequently, the valve was implanted; however, moderate paravalvular leak (pvl) was identified. A post-implant bav was performed. One month later, the patient developed congestive heart failure. Approximately two months following valve implant, the valve was explanted from the patient due to moderate pvl, and a surgical aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside an evolut fx jar fully submerged in clear unknown solution. All leaflets were in an open position towards the frame wall. All leaflets were slightly stiff. Multiple folds were found on the belly of leaflet 1. Leaflet dehiscence was noted on leaflet 2, along the margin of attachment of commissure 1-2¿s superior coaptive junction (scj). The dehiscence measured approximately 9 mm in length. The leaflet tissue along the tear appeared textured and frayed. Manufacturing sutures along the margin of attachment appeared intact. Signs of fibrin degradation were noted on the inflow of leaflet 2. Leaflet 3 appeared intact. A thin layer of pannus was observed on commissure 3-1; commissure appeared intact. Leaflet dehiscence was found on the superior coaptive junction (scj) of commissure 1-2; commissure pad appeared intact. Remnant of pannus was noted on commissure 2-3; commissure appeared intact. Off-white pannus adhered to approximately half of the inflow crown tips. Remnants of pannus were noted on the outer surface of the valve extending to the outflow margin of attachments of leaflets 2 and leaflet 3. Bent struts were noted on the outflow aspect of the frame adjacent to one of the paddles. It is possible the frame damage may have been associated with the explant procedure. Radiographic imaging did not reveal calcification on the valve. Radiographic imaging did not reveal a frame fracture. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.